Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a procedure performed on (B)(6) 2015. According to the complainant, during placement of the device, the suture broke. It required effort to remove the protective sheaths and they checked the surgical site for pieces of the device. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.